Manufacturer narrative:
As reported, the capsure device deployed second and third fasteners at same time while fixating in cooper's ligament. The device was not available for sample evaluation. The most probable cause of the device failure reported is the result of attempted deployment into the cooper's ligament, however without the sample a definitive root cause could not be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The instructions-for-use supplied with the device states, ¿carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in the close vicinity of such underlying structures is contraindicated." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during transabdominal preperitoneal (tapp) procedure on (B)(6) 2024 , the capsure fixation device was used. The first shot of capsure fixation device fixated ventral side without any problem. It was reported that when fixing to cooper's ligament, there was a snag in the shaft and when triggered, second and third fasteners were fired in succession. It was also reported during fourth shot, only the fastener head came out. There was no patient injury.